Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse stated that they replaced arctic sun device last night at baby was not getting to targeted temperature (tt) of 37c. Patient was 39.8c when therapy started, patient temperature (pt) never went above 34.8c so they replaced the device. They received an erratic temperature alarm and low flow alert. Confirmed patient temperature was verified with axillary (34.4c). They did not track water temperature (wt) or flow rate (fr). Explained correlation between flow rate (fr) and heater capacity. The night nurse did note the water temperature (wt) was not increasing as expected. Explained the patient data could be downloaded and wanted to review it. Guided through downloading data to usb and had email the file.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Nicu nurse stated that they replaced arctic sun device last night at baby was not getting to targeted temperature (tt) of 37c. Patient was 39.8c when therapy started, patient temperature (pt) never went above 34.8c so they replaced the device. They received an erratic temperature alarm and low flow alert. Confirmed patient temperature was verified with axillary (34.4c). They did not track water temperature (wt) or flow rate (fr). Explained correlation between flow rate (fr) and heater capacity. The night nurse did note the water temperature (wt) was not increasing as expected. Explained the patient data could be downloaded and wanted to review it. Guided through downloading data to usb and had email the file. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product a DHR is not required as this event is not an out-of-box failure and therefore is not manufacturing related. Corrections: d, e, f. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse stated that they replaced arctic sun device last night at baby was not getting to targeted temperature (tt) of 37c. Patient was 39.8c when therapy started, patient temperature (pt) never went above 34.8c so they replaced the device. They received an erratic temperature alarm and low flow alert. Confirmed patient temperature was verified with axillary (34.4c). They did not track water temperature (wt) or flow rate (fr). Explained correlation between flow rate (fr) and heater capacity. The night nurse did note the water temperature (wt) was not increasing as expected. Explained the patient data could be downloaded and wanted to review it. Guided through downloading data to usb and had email the file.